Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) and se 2367 alarm that appeared on the home choice (hc) display while the home patient (hp) was connected, during drain. The technical service representative (tsr) assisted the home patient (hp) with troubleshooting and the se did not repeat. The hp stated they separated from the transfer set, because of a loose connection. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not returned to baxter, therefore, no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
Complaint no: (B)(4). This complaint for a system error 2240 (air in line) was not confirmed and the root cause could not be determined.